Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl and subsequently went to the emergency room (ER). A full pump system check was performed, and it was verified that the pump was functioning appropriately; a cause for the low bg could not be confirmed. The customer consumed carbohydrates and was treated with saline and insulin to correct bg. The customer was released from the ER after two hours.